Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device replacement procedure, pacing did not occur when a chronic right ventricular (rv) lead was connected to this device. The patient became unsettled and experienced ventricular asystole for more than two seconds. The nurse performed CPR chest compression and the doctor was able to get the leads reinserted and ventricular pacing began. As the doctor was sewing up the pocket, occasional pauses in pacing were noted. This device was switched from ventricular monitor and therapy off to monitor only. A longer pause was noted when the physician was injecting local anesthetic. During the conclusion of the procedure, oversensing on the rv lead, which resembled either fluid or an air bubble, was observed. The physician placed a temporary pacing wire and then removed the lead from the header for further testing. The rv lead was tested using the psa and reinserted into the device showing favorable measurements with no more oversensing observed. Defibrillation threshold testing was performed and the ventricular fibrillation was detected, sensed and reverted appropriately. No additional adverse patient effects were reported.